Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reoaded the cartridge to resolve and resumed insulin therapy and will rely on manual injections if needed.there was no adverse impact to the customer¿s blood glucose level.